Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The stent was inadvertently deployed inside the sheath; therefore, when the device was withdrawn, the stent was pulled into the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the supera stent was advanced to the target lesion without issue. During deployment of the stent, the physician did not realize the stent was being deployed inside the sheath and the deployment lock was not unlocked; therefore, when the device was withdrawn, the stent was pulled into the sheath. The stent was encapsulated into the sheath and removed with the device without any consequences. The procedure was aborted, the lesion was treated with angioplasty only. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.